Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose/frequency via an implantable pump for non-malignant pain. It was reported that the patient has not had the pain pump for many years. As a result of an infection, the pump was removed shortly after placement. The reporter noted the infection occurred around (B)(6) 2009, and was removed about three weeks later. The pump, however, was not implanted until (B)(6) 2012. It was unknown what circumstances lead to the infection, and it was unknown if the patient experienced any symptoms related to the infection. It was noted the patient suffered a stroke, which prevented him from answering questions related to the infection. Additional information has been requested regarding the patient's symptoms, diagnostics, cause for the infection, actions/interventions taken to resolve the infection, the drug in the pump at the time of the event, patient's pertinent medical history and concomitant medications used at the time of the event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.